Event description:
The report stated that in preparation for a hysteroscopy procedure, a laparoscopic handpiece (not a covidien device) was plugged into a wolf cord, which was plugged into a unipolar cord and then into the forcefxc on the monopolar side. It was triggered a couple of times and then the wolf cord caught fire during an activation. A popping sound was heard. It caught fire at the lowest point of the arc of the cord as the cord had been stretched out towards the sterile field. The flame was yellow. There were no prep solutions near the fire and it was a foot from the anesthesia tubing. There were no leaks in the anesthesia tubing. It burned back to the machine and was put out with fluid and by smothering it. There was no pt injury since this happened prior to the procedure.

Manufacturer narrative:
The generator was returned, evaluated and found to operate to specification. In the customer response letter, the customer was urged to return the wolf cord to the MFR for eval.